Event description:
It was reported that an arthrex plate broke at the patients home on march 15ths without any notion of trauma or infection. He went to the clinique du parc de saint lazarze in beauvais for a second operation, and the surgeon performed a second operation. The patient was operated on in another establishment initially,

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.